Event description:
Information received with return of the explanted device notes that the patient was seen at the hospital after complaining of difficulty in breathing and a decrease in heart rate. Dashes (---) were noted for several parameters. After emergency vvi was pressed, the device exhibited undersensing and pacing failure. The rate could not be reprogrammed and the device was replaced.